Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer reported wearing the pump under an undergarment and was actively walking and sweating. The customer's blood glucose (bg) level was 353 mg/dl. After a delay, the customer resumed insulin delivery.